Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a lap nissen, two endostitch devices had issues. The first one would not load properly and was sticking when pulling down the green levers. The other acted the same once it was loaded. The needle fell out wand was retrieved from the patient cavity. A device was opened to complete the case. No adverse events reported.